Event description:
It was reported that during catheter placement the client discovered that the guidewire had punctured the catheter and protruded, rendering the catheter unusable. A new catheter was subsequently placed via the patient's contralateral vessel. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed, and was determined to be use-related. One 4 fr single lumen groshong nxt clearvue catheter with a stiffening stylet inserted was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter was flushed and pressurized with water using a 12 ml syringe. A leak was observed in the catheter tubing just proximal to the valve. A microscopic observation revealed an uneven split in the blue section of the catheter tubing where the leak was found. The catheter was dissected for inspection of the inner wall and the puncture was observed to be slightly larger on the interior of the catheter. The catheter material was observed to be slightly depressed around the area of the split suggesting the tubing was punctured from within, most likely by the internal stiffening stylet. This can occur due to excessive manipulation of the stiffening stylet within the catheter, poor hydration of the stylet, and/or advancement of the stylet and/or catheter against resistance. This complaint will be recorded for future trending and monitoring purposes.